Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the silicone cover had torn, but the latex balloon was still functional. The case was completed without replacing the short port. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation details: visual inspection shows that the silicone cover on the btt has split and torn. The complaint is confirmed.